Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, a reservoir tube with a missing o-ring, cracked battery tube threads, a case cracked at the display window corner, minor scratched lcd window, and a scratched reservoir tube window. A test reservoir was installed and the reservoir stayed in place inside the reservoir tube properly. (B)(4).

Event description:
The customer reported via phone call that the plastic is broken where she screws in a reservoir and it won't hold it any longer. Customer's current blood glucose was 499 mg/dl. Customer stated that a piece of the plastic is missing and the seal came off. Customer stated that the infusion sets were bending a lot and the insulin was not going in. Customer stated that she has already replaced the infusion sets. Customer was advised that the pump will be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.